Event description:
It was reported that during an initial spine scan and the during a procedure at the user facility and there was a correlation issue between the s2 and l5 patient landmarks. The axial images were moving, but no movement was presented in the sagittal view. The correlation issue could lead to an inaccuracy during the procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Additional information added for d4, d10, h3, h4. Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during an initial spine scan and the during a procedure at the user facility and there was a correlation issue between the s2 and l5 patient landmarks. The axial images were moving, but no movement was presented in the sagittal view. The correlation issue could lead to an inaccuracy during the procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.